Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) medical center. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the dial on the t.w. Power supply was missing. Staff is unaware of any issues with the t.w. Power supply. The device was not being used on a patient at time noticed.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/27/2026. An investigation was conducted on 03/03/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the power supply was not observed on the otherwise intact power supply. The knob was not returned for evaluation. No electrical testing was conducted due to the missing knob. Based on the returned condtion of the device as well as the evaluation results, the reported failure "detachment of device or device component" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.